Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, generalized illness symptoms. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with two 400cc mentor memorygel breast implant and experienced bilateral ruptures and symptoms including dry eyes, abdominal pain, brain fog, inability to talk, menstrual issues, joint pain, fatigue, anxiety, rash, dizziness, flu-like symptoms, malaise, kidney stones, hair loss, sleep disturbances, loss of vision, and headaches post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the right side device.